Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vomiting ("vomiting") and pruritus ("itching"). The patient was treated with surgery (essure-implants were removed). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, vomiting and pruritus outcome was unknown. The reporter provided no causality assessment for pelvic pain, pruritus and vomiting with essure. The reporter commented: according to the patient the removed implants were not sent to pathologist's investigations. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 23-feb-2018 for the following meddra pts: pelvic pain: the analysis revealed 9934 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 21-feb-2018: the consumer informed that essure-implants were removed in (B)(6) 2017. According to the patients the removed implants were not sent to pathologists's investigations. Incident. No lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.